Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the cause of the stim being more powerful after the fall was that their healthcare professional told them to turn stimulation up because the patient had been urinating themselves. The patient confirmed that the stimulation being more powerful after the fall had resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient had a fall and the stimulation was more powerful. The patient was able to decreased stim and confirmed it is comfortable now. The patient confirmed the therapy is not working as well since the fall. Patient services reviewed potential of lead becoming dislodged in a fall. Patient services suggested slowly increasing stim as long as she is comfortable and follow up with their healthcare professional. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient have not had their device checked by their doctor and wanted help with programming since they still having accidents. No further patient complications are anticipated or expected as a result of this event.